Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp. Event occurred during procedure. Issue reported, non-functioning voice electrode 2 after intubation. No known patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp. Event occurred during procedure. Issue reported, non-functioning voice electrode 2 after intubation. No known patient impact.